Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 25th october 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence provided following the maintenance activities being performed on the device, cracked plastic plate with missing particles was found on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was getinge service technician. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence provided following the maintenance activities being performed on the device, cracked plastic plate with missing particles was found on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, we recommend to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).